Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip broke off. Probable root cause: design - insufficient material strength of handle or inserter shaft - insufficient molding assembly design to withstand impaction process - improper molding of handle, handle not to specification application - excessive force - hard bone. The failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the tip of the anchor was fractured at the first impaction of the humeral head, causing the broken tip to fall inside the patient's atriculation. Although there was patient involvment, there was no delay nor adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the anchor was fractured at the first impaction of the humeral head, causing the broken tip to fall inside the patient's articulation. Although there was patient involvement, there was no delay nor adverse consequence.